Event description:
The customer reported that while a stress study was being performed, the treadmill e-stop button was unresponsive. The patient had to jump off the treadmill to safely exit the treadmill. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. A philips authorized third party field service engineer (fse) visited the customer facility to evaluate the device. The fse confirmed that they were unable to replicate the e-stop issue. The fse states that a facility technician removed and reinstalled the e-stop button which resulted in the e-stop button stopping the treadmill when engaged, resolving the issue. The fse was unable to confirm that the e-stop button had failed, as it was working as specified during his evaluation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.